Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately calcified tibial artery. A 3.0x220x150 sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 12 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed. There were no patient complications as a result of this event.